Event description:
In 01/2006, the lay user/patient contacted lifescan alleging that this one touch ultra was reading inaccurately high. A month ago, the pt's meter read in the 140's mg/dl before dinner. The pt took his regular night dose of lantus (35 units). The next morning at 5:30 am felt dizzy and shaky so he tested his blood sugar. His meter read "168, 140, and 178 mg/dl" performed within minutes apart from each other. The pt reported that his usual hypoglycemic level is around 70-75 mg/dl with noticeable weakness and shaky hands. Feeling symptoms of low blood sugar levels, the pt had some peanut butter and milk. Around 5:45 am, the pt contacted the emergency services, which arrived a little before 6 am. The paramedics tested the pt and obtained a "161 mg/dl" on their meter. The pt did not receive any medical treatment and was advised to call lifescan to request a meter replacement. The pt started to feel better after he has calmed down and when the paramedics left. The customer care advocate verified the following: the test strips were in good condition, the meter was set up correctly, and the pt was using proper techniques. Quality control test was not run due to expired control solution. The meter, test strips and control solution were replaced. This complaint is being reported because there was a potential delay in self-treatment. At the time of the meter readings, the pt was already experiencing low blood sugar symptoms. The pt administered proper self-treatment based on symptoms; however, there was a potential in delay in self-treatment since the pt had to retest two additional times. The pt eventually sought medical attention but did not receive medical treatment based on the paramedic's meter.